Event description:
The patient was experiencing intermittent therapy; withdrawal with itching, increased tone, and spasms. An x-ray was done which was inconclusive. They attempted a dye study, but could not aspirate the catheter. The pump was emptied of drug and refilled; the amount in the pump was correct. Exploratory surgery was done on 2011-(B)(6). The catheter seemed to be pinching/kinked; the surgeon "gave it some more room" and put in a larger pump at the patient's request. The pump had lioresal in it and was changed to a generic baclofen; the patient had issues with both. The patient was "doing great" following the revision.

Manufacturer narrative:
Catheter model 8703w; lot# l44923; implant date: 1997-(B)(6); explant date: na.